Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were intermittently responsive for one day. The patient denied physical damage to the rubber keypad with no peeling reported. The patient reportedly wore the pump attached to a belt. The reporter stated the pump screen was cleaned with alcohol pads. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok keypad button symbol was found to be worn. The up arrow, down arrow and ok keypad buttons were responsive and the contrast button was found to be intermittently responsive during testing. The contrast button has no effect on insulin delivery function. There was evidence of keypad contamination found under the contrast, up arrow and down arrow key pad contacts. The reported responsive issue with the up arrow, down arrow and ok keypad buttons was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.